Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the clinician contacted med-el requesting a "baseline integrity test". She said, she just wanted to see how the internal device was doing as the pt exhibited an increased number of hi channels at his most recent programming appt on (B)(6) 2010. Testing performed on (B)(6) 2008 showed ok status on all channels except for channel 11 which was "hi". Testing performed on (B)(6) 2010 showed "hi" channels on electrodes 1, 5, 10, 11 and 12 with all other channels showing ok status. The family did not report any head trauma or accidents prior to the (B)(6) 2010 appt. The clinician said that the pt is still performing well with the implant despite the changes.